Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module provided a red battery alarm. The battery did not charge anymore. The power module needed to be replaced.

Manufacturer narrative:
Section d5: operator of device corrected. Section g4: PMA # corrected. There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of a red battery alarm and the backup battery not charging was unable to be confirmed. The heartmate power module (serial number (B)(6) was inspected at the european distribution center (edc). A test backup battery was connected to the power module throughout testing. The unit booted up as intended. The backup battery was able to charge and function as intended. A self-test was performed and passed without issue. No further testing was performed. Preventive maintenance was performed, the unit was cleaned, and all old labels were removed. The power module was returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. The heartmate power module instructions for use (IFU) (rev. C) ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module instructions for use (IFU) (rev. C) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.